Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in MFR related info. And the (B)(4) FDA registration number has been used for the manufacture report number. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported during a neuro procedure the split while injecting contrast with a unspecified 10 ml bd syringe it split and blood and contrast sprayed the doctor and staff. Medical interventions are unknown.

Manufacturer narrative:
Results: one sample was returned. The sample was visually evaluated. The sample appeared to be used with liquid residue visible and had a label ¿visipaque 320 mg/ml¿ attached. The barrel of the sample had a visible crack lengthwise between 4 ml and 6 ml markings. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: an absolute root cause for this incident cannot be determined.